Manufacturer narrative:
The facility has not completed repairs. A follow up report will be sent once the customer discloses their investigation.

Event description:
The complainant stated that the casters are not holding when the bed is in brake.